Manufacturer narrative:
This lead has not been returned for analysis. Should additional information become available, or if analysis is completed, this report will be updated.

Event description:
Boston scientific received information that during routine follow-up, this left ventricular (lv) lead exhibited impedance measurement anomalies as well as loss of capture. It was determined the lead had dislodged. An invasive procedure was performed. The lead was explanted and replaced. No additional adverse patient effects were reported.